Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that after charging the ins, the patient typically would raise their arms to test if stimulation could be felt. In the last month, when they raised their arms, they were not feeling stimulation. It sounded like charging was normal and there had not been a complaint from the patient regarding increased pain in the lower back area. It was reviewed to check to see if the ins was on/off prior to and after charging, and to check the ins battery level prior to charging to confirm the starting point. It was reviewed that if the battery ran low, therapy would turn off so that could explain why they were not feeling stimulation but if therapy was on and the device was charged but they were not feeling therapy, then it would be best to see their healthcare provider to have the device interrogated and to check the integrity of the system and the components. Additional information was received. It was reported the cause of the stimulator issue was the patient was no longer feeling the stimulation once charged. The patient checked to make sure the setting was set correctly. It was unknown if the issue was resolved, the patient believed it was working but was unsure how to proceed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.